Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's most recent blood glucose was 477 mg/dl. He also stated that the insulin pump said it was giving insulin but nothing dripped out when he took the infusion set off. He stated that he did a bolus to see if any insulin came out and reported that nothing did. His blood glucose was 381 mg/dl. He stated that he went to do a bolus and the insulin pump alarmed reprogram alarm/check settings alarm. He stated that he alarm did not occur during the first rewind. He was priming and rewinding when the alarm occurred. He ran a self-test during troubleshooting and the device was observed to be working as designed. He was advised to contact a doctor if he needed to stabilize his blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.